Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the child, a 3-year-old boy, underwent pediatric emergency surgery in hospital on april 18, 2023 (the specific diagnosis and surgical name of the child were unknown). The surgeon used the vcp303h for tissue suturing (the specific suturing tissue level and suturing method were unknown) during the surgery. The needle breakage occurred during the suturing (the specific needle breakage length was unknown). The surgeon immediately looked for the broken needle and found it. The integrity of the suture needle was checked. After confirming that there was no residual foreign body in the child's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. This event did not cause harm to the child, and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used for wound closure, during the procedure, the needle was broken when the surgeon attempted to sew incision. Changed to another one to complete the surgery and pieced together the broken needle. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.